Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6). 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 201-78-25 - small headed sharp pin, 1 1/8" 4 pack: (B)(6). 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6).

Event description:
Study: (B)(6) clinical study. Subject: (B)(6). As reported by the (B)(6) clinical study, the patient had an initial left tka on (B)(6) 2018 and presented on (B)(6) 2018 with dislocation - progressive lateral patellar subluxation reported about 3 months ago post-op and continued despite physical therapy and bracing. Open lateral retinacular release was performed on (B)(6) 2018 for patellar subluxation left total knee. The case report form indicates that this event is unknown to be related to the device and/or to the procedure. Mcl brace, pt and open lateral retinacular release surgery (B)(6) 2018. The outcome of this event is resolved on (B)(6) 2018. Height: 69 in. Diagnosis: osteoarthritis. Comorbidities: hypertension, insulin dependent diabetes mellitus, celiac disease, sleep apnea, chronic back pain, gerd, peripheral neuropathy, sss/pacemaker, bph. 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 510k: k160484. Concomitants: 02-022-35-4015 - truliant tib imp ps insert sz 4 15mm: (B)(6). Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k152170. 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6). 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t: (B)(6). 201-78-25 - small headed sharp pin, 1 1/8" 4 pack: (B)(6). 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). No device return anticipated due to being a clinical trial study. Ebi initial surgery attached. Historical records, smartsolve, and inbox searched for serial numbers and/or clinical trial subject with no results. No further information.